Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per the user guide: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting, the location of the blockage was unable to be identified; however, the customer reported there was a change of temperature on the pump prior to the alarm. Customer's blood glucose was 395 mg/dl. Customer changed infusion set to address issue. Reportedly, the customer was using apidra insulin in the cartridge.